Event description:
Bladder problem bladder sling was put in 1985, but did not work for me. Now I'm bleeding everyday. Wear pads daily. Do not know the model number or anything. It's not working anymore. Bloody pads daily [painful sex. It's on hold. Too painful to have sex. I had a gyn appt. 2009. The doctor touch it doing an examine of my vaginal checkup. It was very painful by the touch. He gave some medicine for pain. Cyclobenzaprine 5mg that was last time I saw (B)(6).]